Manufacturer narrative:
The reported event was confirmed as use related issue as event states "patient reused purewick female external catheter". The potential root cause for this failure could be due to ¿user unaware of need to replace or wants to extend life of single device". A device history record review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "recommendations: replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood." "Single use". "Warnings: ¿ discontinue use if an allergic reaction occurs." "Precautions: not recommended for patients who are: experiencing skin irritation or breakdown at the site." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been reused the purewick female external catheter also had wound so could not use purewick because of urinary tract infection from reused wicks. The representative advised the patient not to reuse because that could lead to infection. And the patient was aware but had not seen doctor. It was unknown what medical intervention was provided for the urinary tract infection at this time. It was noted that the patient had been using the purewick products for less than 90 days. Per follow up via phone on 08mar2023, it was reported that the customer sought medical attention and provider did not confirm wicks caused urinary tract infection. Customer was still using device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had been reused the purewick female external catheter also had wound so could not use purewick because of urinary tract infection from reused wicks. The representative advised the patient not to reuse because that could lead to infection. And the patient was aware but had not seen doctor. It was unknown what medical intervention was provided for the urinary tract infection at this time. It was noted that the patient had been using the purewick products for less than 90 days. Per follow up via phone on 08mar2023, it was reported that the customer sought medical attention and provider did not confirm wicks caused urinary tract infection. Customer was still using device.